Event description:
Customer reported a software defect occurred, causing a calculation error for architect system assays using the spline math model. This error occurs when the absorbance value measured for a sample is exactly the same as an absorbance value of one of the calibrator levels. If this occurs, the spline math model cannot distinguish which segment of the calibration curve is the correct segment to calculate the result. In these cases, the spline math model will use a lower segment of the calibration curve to determine the result. When the issue occurs, a falsely decreased result may be generated. A negative result can be generated for non-abbott assays with no configured linearity parameter. There was no impact to patient management reported

Manufacturer narrative:
This is in initial report. An investigation is in process. A final report will be submitted when the investigation is completed.